Manufacturer narrative:
(B)(4). The sample was discarded.

Event description:
It was reported when the kit was opened they discovered the lidocaine ampule was broken. As a result, the kit was discarded and a new kit was used successfully. There was no delay in treatment and no pt death or complications were reported.